Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the vessel locator button was depressed (click 2) the physician indicated the click was not heard. The procedure was continued; however, hemostasis was not achieved after clip deployment. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.